Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet received them. If either the meter or strips are returned, lifescan will eval it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The lay user/pt contacted lifescan on 01/19/2008 and alleged that her one touch ultra meter was powering off during use. The medical affairs specialist (mas) called and spoke with the pt on 02/05/2008 and obtained add'l info. The pt informed the mas that the alleged issue was ongoing for about 2mos. She has been diagnosed with diabetes since 1950 and has had this meter for "a while". She stated, that she was able to obtain a result sometimes, but "sometimes the meter would just turn off while testing". She had never replaced the battery in the meter (she was not aware that the meter had a battery in it) and also had not noticed any battery indicator on the display. The pt is on an insulin regimen (lantus 40 units twice/day, and sliding scale with novolog insulin three times/day). The pt reported that "sometime last month" (exact date/time not provided), she was able to obtain a result of 156 mg/dl on the subject meter prior to going to bed she usually tests her blood glucose at this time). Based on that result and her sliding scale insulin novolog, the pt took 16 units and also her set amount of 40 units lantus. About 1-2 hrs later, she woke up feeling sweaty, cold, and clammy. She immediately drank some orange juice and ate a sandwich, which made her feel better. The pt had not attempted to test on the meter while experiencing the symptoms. She also did not require any medical attention. At the time of troubleshooting, it was verified that this was not a new product and based on the information provided, there was no misuse of the product. The pt was educated on automatic shutoff and the meter did power off before the time was up. However, the pt had not replaced the battery per the owner's manual (use error). This complaint is being reported because the pt alleged she administered insulin based on the result obtained on the subject meter/strips and experienced symptoms that can be associated with hypoglycemia, which she self-treated. The alleged power issue was resolved with troubleshooting. Replacement products were sent to the lay user/pt.